Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed the anomaly reported in the field. As received, the device had no telemetry due to a depleted battery. The device was tested on the automated test equip- ment; no anomaly was detected and the current drain was normal. The battery was sent to the vendor. An internal anomaly was found that caused the depleted battery.

Event description:
It was reported that the patient presented to the clinic after receiving an alert. Three subsequent alerts were delivered. The device could not be interrogated. The issue could not be resolved and the device was explanted and replaced.